Event description:
Retractable needle did not retract. Addt. Info. Obtained from the site:there was not any needle stick. We have not recently recieved any other incident reports regarding this type of device.